Event description:
The customer reported that prior to use on a patient, upon power up, the iabp generated an "electrical test failure code #52" alarm (drive transducer offset failure). The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The company representative observed that upon power up, the iabp generated an "electrical test failure code #52" alarm (drive transducer offset failure). The company representative replaced the drive transducer assembly (part number 0682-00-0076-01). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).